Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
New information received notes the implantable cardioverter defibrillator would not be returning.

Event description:
Related manufacturer's reference number: 2017865-2021-26238. Related manufacturer's reference number: 2017865-2021-26240. It was reported the patient presented in the hospital with a pocket infection. The patient's implantable cardioverter defibrillator, right atrial lead and right ventricular lead were explanted. The patient was in stable condition.